Event description:
Peritoneal dialysis patient's malfunctioning catheter (manufacturer and device name is unknown) was repaired for a hole which resulted in the patient being infected and treated for gram positive cocci in clusters. Patient was cultured on (B)(6)2018. The patient was treated with vancomycin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).